Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent struts along the proximal portion of the crimped stent were damaged and deformed. The majority of the damaged stents were stretched proximally, while the stent struts at the proximal edge were bunched and overlapping each other. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following the advancement of a non-bsc guide wire and guide catheter, a 32 x 2.25 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the physician noted that the stent was slightly flared and attempted to remove the device. The physician felt the stent come into contact with the guide catheter as removal was attempted. The physician then applied a little force to pull the device but the stent got severely damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following the advancement of a non-bsc guide wire and guide catheter, a 32 x 2.25 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the physician noted that the stent was slightly flared and attempted to remove the device. The physician felt the stent come into contact with the guide catheter as removal was attempted. The physician then applied a little force to pull the device but the stent got severely damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).